Manufacturer narrative:
(B)(6). Bd received 1 photo and 49 samples from the customer facility for investigation. Based on the evaluation of the photo, bd observed that leakage had occurred between the luer and dust cap connection. Visual inspection was conducted on the returned samples, and no defects were observed on the luer connectors or caps. Air leakage testing was also conducted on the customer returned samples, and all samples exhibited air leakage. The manufacturing records were reviewed for the incident lot and no issues were identified. Conclusion: based on the investigation, the root cause / potential root cause for the leakage between the luer and the dust cap was determined to be because the vein was punctured before removing the dust cap and attaching a syringe or luer adaptor. The cap is intended to prevent foreign materials, and is not intended to be airtight. As stated by the IFU, the cap should be removed and a syringe or luer adapter attached before initiating venipuncture.

Event description:
It was reported that a bd vacutainer® blood collection without luer adapter 0.75 inch 21g needle 12 inch tubing had leakage between luer ¿access of safetx-lok and end-cap. Blood is dropping out between these two parts. No serious injury or medical intervention reported.